Event description:
The account alleged that the bed is not sending a nurse call when the nurse call switches are pressed on the bed. There were no injuries and the account is not aware if a patient had been in the bed.

Manufacturer narrative:
The account plugged the bed into a known working room to test the nurse call and the problem remained. The account also isolated the pendant and the problem remained. The account replaced the communication cable to repair the bed.